Event description:
A caller reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Customer had experienced similar issues previously, and technical support resolved the situation by deciding to replace the pump. Customer reverted to an alternative method of insulin therapy.